Event description:
The customer reported that the system would take several attempts to boot up and then it would freeze and shut down without command. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image process computer needs to be replaced. The customer did not want to repair the system at the time of the service call. The system was put back into service.